Event description:
It was reported that the patient was laying in their inpatient bed when the ventricular assist device (vad) started alarming. The vad read "controller fault". The system controller was not reading any numbers and was not recognizing that it was hooked up to the mobile power unit (mpu) heartmate touch. The green pump running symbol was also not lit up. During this time the patient was asymptomatic. The nurse attempted to reconnect the informatics cable to a new heartmate touch mpu, but this still did not resolve the issue. A controller exchange was performed, with a new controller ( (B)(6) ). When the patient's driveline was disconnected and then reconnected to the new controller, the patient became momentarily symptomatic. The patient then recovered to baseline and the new controller was hooked up to the mpu heartmate touch. Log files were then able to be retrieved for the new controller and were sent for review. The new controller was operating at a set speed of 5200 ppm. Log files for the old controller ( (B)(6) ) were unable to be provided due to the controller not registering that it had been connected to the heartmate touch.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Section h1: corrected. Manufacturer's investigation conclusion: the reported event of a controller fault alarm and not displaying any information on the heartmate touch can be confirmed. The evaluation of the returned system controller, serial number (B)(6) revealed a compromised regulated voltage signal (vcc) on the printed circuit board. The voltage signal was below the expected 5v when measured which prevented multiple components to be properly powered up. Due to the vcc being supplied to multiple components/circuits on the board, the specific root cause for the regulated voltage signal being lower than expected was not able to be determined. The observed issue did not affect the controller¿s ability to support a test pump during the evaluation. The device history records were reviewed, and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.